Manufacturer narrative:
This supplemental MDR was submitted to reflect the correct imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was stuck at blue screen and unable to launch application. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had displayed a blue screen and was unable to launch the application. The field service engineer (fse) had troubleshot an issue with the station displaying a blue screen error. Initial attempts to reseat the hard drive and the cable connected to the docking board did not resolve the problem. The fse determined that the station required a reimage and proceeded to complete the reimaging process for version 1.6 of the pyxis system. Afterward, the fse restarted the remote support service (rss), verified the station connection network and performed the data synchronization, then, the fse rebooted the station and confirmed that there were no further errors. The system was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was stuck at blue screen and unable to launch application. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was stuck at blue screen and unable to launch application. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.